Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to confirm the bent/dislodged cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release was found to have met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: ap3a.240905.015.a2.g991usqsghyf2. Hardware: sm-g991u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to greater than 300 mg/dl while wearing the pod between 24 and 36 hours. The cannula reportedly dislodged from the infusion site and site was a bit red. When removed from the infusion site (abdomen), the pod's cannula was found bent. It was also reported that the pink slide was not visible. There is no information available regarding treatment.